Event description:
The customer reported that their pump screen was dark and would not turn on, and encountered difficulties with the quick bolus/wake button requiring multiple presses. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on troubleshooting steps, which failed to resolve the issue, and subsequently replaced the pump with one featuring updated software. Customer will continue to use current pump for insulin delivery.